Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic closure of fistulectomy on (B)(6) 2009 by dr. (B)(6) at (B)(6) due to chronic bleeding and vaginal abdominal fistula.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent hysterectomy and bso. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia and vaginal scarring. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent da vinci laparoscopic mesh sacrocolpopexy on (B)(6) 2012 due to partial vaginal prolapse status post hysterectomy.